Event description:
The patient reported that the device was "emitting a beeping noise" two to three times a day. Follow up with the physician was attempted but no information obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5568 implantable pacing lead (B)(6) 2011.(B)(4).